Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with blood glucose levels over 600 mg/dl. The customer was also vomiting. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, and the customer had received no delivery alarms prior to being admitted due to a bent cannula. It was also stated that the esc button was flattened out, and was difficult to get it to respond. Advised that the insulin pump would be replaced. Nothing further was reported.